Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus service operation repair center (sorc), there was the possibility that this phenomenon was attributed to the failure of the ccd unit due to the water immersion from the damaged part of the camera cable. The damage of the camera cable might be attributed to being applied the excessive external force to the camera cable. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the endoscopic image of the subject device disappeared during the unspecified timing. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated and there was water immersion into the ccd unit of the camera head and the damage of the camera cable. There was no report of patient injury associated with the event.